Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, noise was observed on the ventricular channel. Patient was presented to the clinic and noise was confirmed to be due to myopotential oversensing issue. Programming changes were made which resolved the issue. Patient was stable.